Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the findings did not replicate or confirm the customer reported event. The returned product did not exhibit the event described in the complaint. The visual inspection of the instrument confirmed no broken or cracked component. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, the instrument failed manual articulation test. Functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have one severely bent grip, causing misalignment of the grips. There was a 1.47 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had broken/damaged wires at the instrument wrist. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer reported that the issue involved the fenestrated bipolar forceps, where there were broken/damaged wires at the instrument wrist, although no damage to the instrument tips, no abnormal or uncontrolled motion, and no jaw misalignment or static behavior were noted. There was no material missing or detached from the portion that enters the patient¿s body, no fragment fell into the patient, and no problems occurred when removing the instrument through the cannula. The procedure was completed using a backup instrument.